Event description:
Biopsy brush passed through scope. When removed from scope, it was noted that no brush was attached. A second brush was opened and used. Intra-op x-rays obtained to verify brush did not break off in patient. Storz rep was made aware to evaluate scope. FDA safety report ID# (B)(4).